Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through implant patient registry that a 29mm 11400m mitral valve in tricuspid position was explanted after an implant duration of 1 year, 9 months due to unknown reason. The procedure was completed with another 29mm 11400m mitral valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Updated sections: b4, b5, b7, g3, g6, h2, h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: the complaint for leaflet thickening and retraction leading to regurgitation and stenosis causing large central coaptation defect is confirmed via medical records. There is no evidence to suggest an edwards manufacturing defect. A pra is not required. A CAPA/scar is not required. Root cause analysis: per the event description, it was learned through implant patient registry and medical records that a 29mm 11400m mitral valve in tricuspid position was explanted after an implant duration of 1 year, 9 months due to leaflet thickening and retraction leading to regurgitation and stenosis. Per medical record, intraoperatively, tricuspid valve did not appear actively infected, however, the leaflets were thickened and retracted causing large central coaptation defect in addition to stenosis. Surgeon noted that the leaflet destruction/retraction/thickening are secondary to prior prosthetic valve endocarditis. The subject device was not returned for evaluation. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A DHR review was performed, and no related manufacturing nonconformances were identified. Leaflet immobility or restricted motion occurring over time has many potential root causes, including endocarditis and non-structural valve dysfunction (nsvd), which can result in significant regurgitation and/or stenosis. Nsvd is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The patient's valve did not appear actively infected; however, the history of endocarditis likely contributed to the reported leaflet thickening and retraction leading to regurgitation and stenosis causing large central coaptation defect. This was further supported by the surgeon's note that the leaflet destruction/retraction/thickening are secondary to prior prosthetic valve endocarditis. Based on the information available, the most likely root cause is patient factors. An edwards defect has not been confirmed.

Event description:
It was learned through implant patient registry and medical records that a 29mm 11400m mitral valve in tricuspid position was explanted after an implant duration of 1 year, 9 months due to leaflet thickening and retraction leading to regurgitation and stenosis. The patient presented in heart failure. The procedure was completed with another 29mm 11400m mitral valve. The patient was discharged on pod# 6. Per medical record, intraoperatively, tricuspid valve did not appear actively infected, however, the leaflets were thickened and retracted causing large central coaptation defect in addition to stenosis. Surgeon noted that the leaflet destruction/retraction/thickening are secondary to prior prosthetic valve endocarditis. The valve was removed and annulus debrided. A new 29mm 11400m mitral valve was sutured into the tricuspid annulus and patient was weaned easily from cpb. Echo showed well-seated valve with no pvl. Patient was transferred to cvicu in stable condition.